Event description:
On 22nd march 2024, fujifilm healthcare americas corporation was informed of an event involving dr 3500 w 24x30 USA e. It was reported that the images are not going over to pacs. The customer sent two patients and her it said they are coming over with the same uid from a patient earlier today. There is no patient harm or injury reported. There is no additional information provided.

Manufacturer narrative:
Ref comp # (B)(4).